Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot number is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report five of six for the same event, reference reports 0001032347-2017-00458 through 0001032347-2017-00463.

Event description:
The patient reported she is looking for a lawyer right now to sue the surgeon because the surgeon said that the only option is to re-do the surgery with custom implants which made her question why he didn¿t suggest that initially. She is in a lot of pain and can barely open her mouth and eat.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00458-1, 0001032347-2017-00459-1, 0001032347-2017-00460-1, 0001032347-2017-00461-1, and 0001032347-2017-00463-1.

Event description:
The patient provided an update, she stated she is very frustrated because she can't talk well or open her mouth; her face is numb and she has bad cramps and her jaw feels frozen. She has not had a revision to replace the joints with custom joints. No additional patient consequences were reported.